Event description:
The physician attempted to place an emboshield embolic protection device in the left common carotid artery (cca). Due to a support issue, the emboshield migrated distally and was difficult to retrieve. After pta (percutaneous transluminal angioplasty) of the vessel, a micro snare was used to retrieve the emboshield. A second emboshield was introduced without difficulty, and the physician performed stenting of the cca without any issues. The procedure was completed without any neurological deficits or complications to the pt.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming.